Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the mp5sc alarmed asystole, however, the monitor techs for med/surg tele did not see/hear the alarm on their patient information center ix overview (picix ovv). A philips clinical support specialist spoke with the customer and assisted in the review of the general and alarm review. No asystole alarms were noted. A philips technical consultant was dispatched and the logs were retrieved.

Manufacturer narrative:
The manufacturing date for the reported device is prior to (B)(6) 2016 so no UDI required. A philips technical consultant was dispatched and logs were retrieved. Screen shots from the mp5sc alarm review were provided indicating asystole alarms at 13:24:15 and 13:46:38 on (B)(6). The complaint was escalated for technical investigation. The audit log from the pic ix shows that ECG leads off at 13:48:21 and irregular hr with hr 73 at 13:56:10. While there were no corresponding alarms at the pic ix during the stated time, the clinical specialist performing the investigation determined that the telemetry device was assigned to a non-networked monitor which means that the mp5sc alarms independently from the mx40/pic ix data. There was no lan connection from the mp5sc to the surveillance (pic ix). When the mx40 is assigned to a non-networked monitor, physiological alarms and technical alarms are generated independently at both the information center and the patient monitor. Alarm limits are not synchronized between the mp5sc and the mx40/pic ix. The audit log for mx40/pic ix does not show the same alarms as the mp5sc alarm review. This can happen as the ECG waveform from the mx40 is processed by the mp5sc independently with different alarm limits and settings than from the mx40/pic ix alarm limits and settings. There were no ECG strips provided for evaluation. 33_5th fl is the equipment label of the mx40, serial number (B)(6). There were no disconnects from the mx40 and the pic ix during the stated time in question. The device connected to the pic ix at 23:34:52 on the (B)(6) and stayed connected until 17:42:06 on the (B)(6) when the battery was changed. The pic ix was operating as designed and there was no product malfunction. Information was provided to the customer to resolve the issue. Per part number 4535 649 31761 rev.a mx40 instructions for use (IFU) page 133 alarm behavior when the mx40 is assigned to a non-networked monitor, physiological alarms and technical alarms are generated independently at both the information center and the patient monitor. Alarm limits are not synchronized. When you adjust alarm settings at the monitor, the changes do not take effect at the information center and vice versa.